Event description:
It was reported that after fixation of a right atrium leadless pacemaker (ralp) the physician was unable to release the ralp from the catheter. The physician attempted to re-dock the ralp onto the catheter resulting in the ralp releasing prematurely and embolizing in the right atrium. The ralp was retrieved and the physician elected to complete the procedure with a different ralp. The patient is recovering following the procedure.